Event description:
It was reported that the t:slim x2 pump's battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to connect the wall adapter to a functional outlet and allow the pump to charge for at least 30 minutes, which eventually resolved the issue as the pump began charging.